Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture near the end of infusion. The device was filled with a solution of antibiotics. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was determined to be a manufacturing defect. This issue was investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Device evaluation: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.